Event description:
I am a nurse who was preparing an IV hydration infusion for a patient. When preparing or prepping the IV bag with the truecare biomedix i.v. Administration set, the distal y-site/injection port site was pulling in air from that site and also leaking fluids out of the end of the tubing even with the IV tubing being clamped. The y-site/injection port site has a manufacturer defect in which the air would be introduced into the patient's vein and into the patient's body which could have caused an air embolism if not addressed. Air embolism can cause life threatening and dangerous adverse event for the patient. This tube could have caused harm to the patient but was stopped before administering it when the defect was noted. This has happened on a few occasions with using the truecare biomedix-USA IV tubing set 92" length with 15u micron filter. This tubing should be recalled and inspected by the FDA.